Event description:
Info received indicates the left siderail is not latching.

Manufacturer narrative:
The technician found the siderail was missing the lower pivot bolt on the rail latch. The technician replaced the missing bolt to repair the stretcher.